Event description:
It was reported that a catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous and thrombosed vessel. An angiojet solent omni catheter and a non-boston scientific guidewire were selected for deep vein thrombosis procedure. However, during the procedure, it was noted that the catheter could not advance over the guidewire. The physician tried to maneuver the catheter gently but didn't get the success. The catheter became stuck with the guidewire and had to be removed as one unit. The procedure was completed with a different device. There were no patient complications as a result of this event.